Event description:
The minerva hand-piece failed during the procedure, showing code 002 on machine. Replaced disposable hand-piece per minerva rep. Apparent hand-piece failure, the minerva unit was not malfunctioning. There was no injury to patient.